Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the computer for the navigation system was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer for the navigation system has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the computer for the navigation system was intermittently becoming unresponsive. There was no patient present when this issue was identified. No additional information was provided.